Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation is patient anatomy. Additionally, the reported effect of recurrent mr, atrial fibrillation and dyspnea appears to be cascading effects of incomplete coaptation. The reported effect of mr, atrial fibrillation and dyspnea are listed in the instructions for use (IFU) which are known possible complications associated with mitraclip procedures. The reported hospitalization was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with a barlow valve. Two xtw clips were successfully implanted, and the procedure was concluded with a resulting mr of grade 1+. On (B)(6) 2023 the patient returned to the hospital with shortness of breath and atrial fibrillation. A transthoracic echocardiogram (tte) was performed and it was observed one of the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda), causing mr to increase to a grade of 4. No additional information was provided.